Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a liberte/veriflex stent delivery system (sds) with stent and a shelf box and product pouch. The balloon was tightly folded with the stent secured on the balloon. There was no damage to the stent. The hypotube was fractured 36cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation. There were multiple hypotube kinks. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that during a carotid angioplasty treatment procedure, a stent fracture occurred. Vascular access was obtained via the femoral artery. This 2.75x16mm liberté stent was selected; however, during deployment there was a double fracture of the stent. No patient complications were reported

Event description:
It was reported that during a carotid angioplasty treatment procedure, a stent fracture occurred. Vascular access was obtained via the femoral artery. This 2.75x16mm liberté stent was selected; however, during deployment there was a double fracture of the stent. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).